Event description:
T was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. Additionally, on (B)(6) 2010, pelvisoft was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2000 due to sui vault prolapse, rectocele, and enterocele. It was reported that following insertion the patient experienced pain, erosion, urinary and bowels problems. It was reported that patient underwent mesh revision/removal on 12/10/2010 due to mesh exposure, voiding dysfunction, and cystocele. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.